Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Two (2) pictures were provided for evaluation. The provided pictures were visually inspected, and no evidence of air in the line was found. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air in line blood tubing. Detailed inquiry description: constant ail alarming preventing staff to effectively infuse blood to patient tying up chair preventing timely turnaround of patient.